Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached on the day of application. The customer experienced symptom described as "heart stopped", seizure and a loss of consciousness, and had contact with the healthcare provider who diagnosed him with hyperglycemia and treated with insulin via IV and insulin pump. It was additionally reported that customer went to his endocrinologist to get the sensor applied. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.